Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had rf pic failed selftest error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported everyday now gets the error, total of 4 times and now pump and meter will not communicate. The customer was assisted in performing a selftest. Test failed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with rf pic failed selftest alarm during self test, problem isolated to radio frequency board. Insulin pump meets specification: no